Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inhance reverse case there were 2 instruments that broke. The first was the ¿driver¿ (6205-10-105). While reaming the glenoid, the glenoid reamer detached from the driver & broke the plastic housing at the junction where the reamer attaches to the driver. We had confirmed that the reamer was fully seated into the driver prior to reaming. I don¿t have an explanation how it could have broke the driver. The second instrument that broke was the humeral stem pin punch (6201-01-121). During humeral prep the stem pin punch was advanced through the blazer to the appropriate depth. As the pin punch was being removed, one of the pins broke inside the housing junction of the handle. The broken pin was easily removed from the humerus through the blazer with a pair of pliers. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the reported allegation. The proximal tip has broken, fragment was not returned for evaluation. No other issues were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.